Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator when powering it on had a dark screen. There was no patient involvement. The customer was advised to replace the display and display cable.

Manufacturer narrative:
G4:29jan2021. B4:02feb2021. Multiple attempts were made to obtain information on the repair/service of the device has been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.